Event description:
It was reported that the console showed "---" in the flow display and the speed indicator displayed "0" and it actually had stopped. They rebooted the device and restarted pumping. Since the customer could not find out the cause of the phenomenon, they replaced the initial rotaflow console to the new one. (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary (B)(4) provides failure investigation, analysis and resolution for the device described in this report. The device in question is under investigation by a local service technician, but it hasn't finished yet. A supplemental-medwatch will be submitted when additional information becomes available.